Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. During insertion a purge line blockage was suspected. In addition, the patient required blood transfusion due to a vascular injury after removal of the 5.0. It was noted that the patient survived normal explant.